Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated and with a kink near to the tip of the locator. No other damage or issues were noted. The sample was returned for evaluation, and a kink was noted in the locator. The complaint could be confirmed for a kinked locator. The exact root cause could not be determined. It is likely that when the locator was inserted into the sheath a kink was formed, possibly due to off axis loading of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: distributor. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the doctor took an angiogram of the femoral artery after the percutaneous coronary intervention (pci) procedure with a 6fr femoral sheath and planned to close the wound with 6fr angio-seal vip. The procedure took approximately ninety minutes. After assembling the insertion sheath and locator, he noticed an obvious kinking at the middle part of the insertion sheath. He did not insert to the patient due to safety concerns. He exchanged another 6fr angio-seal to complete the wound closure successfully without any problems. The patient was stable, and no extra blood loss.